Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavier periods, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: in 2007, essure confirmation test, dye test result of which was confirmed. In (B)(6) 2008, essure confirmation test, dye test result of which was confirmed. Result received at nov 2008, the test was successful. Concurrent conditions included overweight. In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain") and back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("intense and frequent headache, migraines / headaches"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight gain / loss (specify which one ) weight gain was 35 pounds. Weight loss was 15 pounds.") And abdominal pain lower ("lower abdominal pain/abdominal cramping(when not menstruating)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced dizziness ("dizzy"). The patient was treated with oral contraceptive nos and surgery ( ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, headache and dizziness had not resolved and the vaginal haemorrhage, weight increased, fatigue, migraine, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, dyspareunia, menstrual disorder, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received. Events added: weight fluctuation,lower abdominal pain were added. Concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavier periods, abnormal bleeding (menorrhagia) and vaginal hemorrhage ('abnormal bleeding (vaginal) in an adult female patient who had essure (batch no. 632030) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal discomfort, axillary lump, urination pain, menses irregular, menometrorrhagia, multigravida and multiparous. In 2007, essure confirmation test, dye test result of which was confirmed. In (B)(6) 2008, essure confirmation test, dye test result of which was confirmed. Result received at (B)(6) 2008, the test was successful. Previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included overweight and drug hypersensitivity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain") and back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("intense and frequent headache, migraines / headaches"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight gain / loss (specify which one ) weight gain was 35 pounds. Weight loss was 15 pounds.") And abdominal pain lower ("lower abdominal pain/abdominal cramping(when not menstruating)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced dizziness ("dizzy"). The patient was treated with oral contraceptive nos and surgery (ablation and ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, headache and dizziness had not resolved and the vaginal hemorrhage, weight increased, fatigue, migraine, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, dyspareunia, menstrual disorder, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal hemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2009 the uterus was noted to be retroverted. Upon removal of the stylette there was noted to be 7 rings present coming from the right fallopian tube ostium. In a similar manner, the left fallopian tubal ostium was then readily identified, and cannulated with the use of the essure sterilization device. Upon removal of the stylette there was noted to be 4 rings present coming from the fallopian tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion bilaterally occluded fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received. Reporter information, patient details (race information), medical history, lot number, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavier periods, abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal discomfort, axillary lump, urination pain, menses irregular, menometrorrhagia, multigravida and multiparous. In 2007, essure confirmation test, dye test result of which was confirmed. In (B)(6) 2008, essure confirmation test, dye test result of which was confirmed. Result received at nov 2008, the test was successful. Previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included overweight and drug hypersensitivity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain") and back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("intense and frequent headache, migraines / headaches"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight gain / loss (specify which one ) weight gain was 35 pounds. Weight loss was 15 pounds.") And abdominal pain lower ("lower abdominal pain/abdominal cramping(when not menstruating)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced dizziness ("dizzy"). The patient was treated with oral contraceptive nos and surgery (ablation and ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, headache and dizziness had not resolved and the vaginal haemorrhage, weight increased, fatigue, migraine, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, dyspareunia, menstrual disorder, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2009 the uterus was noted to be retroverted. Upon removal of the stylette there was noted to be 7 rings present coming from the right fallopian tube ostium. In a similar manner, the left fallopian tubal ostium was then readily identified, and cannulated with the use of the essure sterilization device. Upon removal of the stylette there was noted to be 4 rings present coming from the fallopian tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilaterally occluded fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (4-jan-2021: mr received. Reporter information, patient details (race information), medical history, lot number, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavier periods, abnormal, bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal, bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain") and back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain"). In 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"), vaginal discharge ("vaginal discharge") and menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"), migraine ("migraines"), headache ("intense and frequent headache, migraines / headaches"), abdominal pain ("abdomen pain"), dyspareunia ("pain during intercourse") and dizziness ("dizzy"). The patient was treated with surgery (ablation on 2009) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, headache and dizziness had not resolved and the vaginal haemorrhage, weight increased, fatigue, migraine, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, dyspareunia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. In 2007, essure confirmation test, dye test result of which was confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-aug-2018: new pfs received- new events added: dysmenorrhea (cramping), vaginal discharge , pain during intercourse, abnormal menses were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavier periods, abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal discomfort, axillary lump, urination pain, menses irregular, menometrorrhagia, multigravida and multiparous. In 2007, essure confirmation test, dye test result of which was confirmed. In (B)(6) 2008, essure confirmation test, dye test result of which was confirmed. Result received at (B)(6) 2008, the test was successful. Previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included overweight and drug hypersensitivity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain") and back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("intense and frequent headache, migraines / headaches"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight gain / loss (specify which one ) weight gain was 35 pounds. Weight loss was 15 pounds.") And abdominal pain lower ("lower abdominal pain/abdominal cramping(when not menstruating)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced dizziness ("dizzy"). The patient was treated with oral contraceptive nos and surgery (ablation and ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, headache and dizziness had not resolved and the vaginal haemorrhage, weight increased, fatigue, migraine, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, dyspareunia, menstrual disorder, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2009 the uterus was noted to be retroverted. Upon removal of the stylette there was noted to be 7 rings present coming from the right fallopian tube ostium. In a similar manner, the left fallopian tubal ostium was then readily identified, and cannulated with the use of the essure sterilization device. Upon removal of the stylette there was noted to be 4 rings present coming from the fallopian tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Bilaterally occluded fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received. Reporter information, patient details (race information), medical history, lot number, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavier periods, abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal discomfort, axillary lump, urination pain, menses irregular, menometrorrhagia, multigravida and multiparous. In 2007, essure confirmation test, dye test result of which was confirmed. In (B)(6) 2008, essure confirmation test, dye test result of which was confirmed. Result received at (B)(6) 2008, the test was successful. Previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included overweight and drug hypersensitivity. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain") and back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("intense and frequent headache, migraines / headaches"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight gain / loss (specify which one ) weight gain was 35 pounds. Weight loss was 15 pounds.") And abdominal pain lower ("lower abdominal pain/abdominal cramping(when not menstruating)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced dizziness ("dizzy"). The patient was treated with oral contraceptive nos and surgery (ablation and ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the menorrhagia, headache and dizziness had not resolved and the vaginal haemorrhage, weight increased, fatigue, migraine, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, dyspareunia, menstrual disorder, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2009 the uterus was noted to be retroverted. Upon removal of the stylette there was noted to be 7 rings present coming from the right fallopian tube ostium. In a similar manner, the left fallopian tubal ostium was then readily identified, and cannulated with the use of the essure sterilization device. Upon removal of the stylette there was noted to be 4 rings present coming from the fallopian tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion bilaterally occluded fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jan-2021: mr received. Reporter information, patient details (race information), medical history, lot number, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavier periods, abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 632030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vaginal discomfort, axillary lump, urination pain, menses irregular, menometrorrhagia, multigravida, multiparous, menorrhagia and dysmenorrhea. In 2007, essure confirmation test, dye test result of which was confirmed. In (B)(6) 2008, essure confirmation test, dye test result of which was confirmed. Result received at (B)(6) 2008, the test was successful. Previously administered products included for an unreported indication: loestrin 24. Concurrent conditions included overweight and drug hypersensitivity. In 2008, the patient experienced pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain") and back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraines"), headache ("intense and frequent headache, migraines / headaches"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstruation pain"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during intercourse"), weight fluctuation ("weight gain / loss (specify which one ) weight gain was 35 pounds. Weight loss was 15 pounds.") And abdominal pain lower ("lower abdominal pain/abdominal cramping(when not menstruating)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2009, the patient experienced menstrual disorder ("abnormal menses"). On an unknown date, the patient experienced dizziness ("dizzy"). The patient was treated with oral contraceptive nos and surgery (ablation and ablation on (B)(6) 2009). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, headache and dizziness had not resolved and the vaginal haemorrhage, weight increased, fatigue, migraine, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal discharge, dyspareunia, menstrual disorder, weight fluctuation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: as per mr, discrepancy noted: date of insertion: (B)(6) 2009 the uterus was noted to be retroverted. Upon removal of the stylette there was noted to be 7 rings present coming from the right fallopian tube ostium. In a similar manner, the left fallopian tubal ostium was then readily identified, and cannulated with the use of the essure sterilization device. Upon removal of the stylette there was noted to be 4 rings present coming from the fallopian tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion bilaterally occluded fallopian tubes. Lot number: 632030, manufacturing date: 2009-04, and expiration date: 04-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavier periods, abnormal, bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal, bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2007, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), headache ("intense and frequent headache, migraines / headaches"), migraine ("migraines"), back pain ("pain, lower back, like severe cramping during menstruation cycle or labor pain") and pelvic pain ("pain, abdomen like severe cramping during menstruation cycle or labor pain"). On an unknown date, the patient experienced dizziness ("dizzy"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain") and abdominal pain ("abdomen pain"). The patient was treated with surgery (ablation on 2008). Essure treatment was not changed. At the time of the report, the menorrhagia, dizziness and headache had not resolved and the vaginal haemorrhage, migraine, back pain, fatigue, weight increased, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, dizziness, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. In 2007, essure confirmation test, dye test result of which was confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, concomitant disease, new events vaginal haemorrhage, migraine, back pain, abdominal pain lower, fatigue, weight increased added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.